Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance to report error 32101, and the customer stated they had already tried troubleshooting with a field engineer and performed a power cycle without resolving the issue. The tse then checked the error details (32101 with associated parameters) and determined it pointed to the gantry. The procedure was aborted with no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went onsite and replaced the axes controller platform (acp). The system was verified and ready for use. The unit was analyzed and error 32101 was found indicating that the fault occurred in the field. Visual inspection, no issues were found related to the reported event. The acp was installed in the golden system, upon the power on, the system failed with error 32101.the complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.